Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: ir 3.5. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was reportedly heavily calcified, which likely contributed to the reported difficulties. Factors that can contribute to a tear in the tip include but are not limited to manufacturing, removal from packaging at the account, handling during preparation/use, or insertion of the guide wire. To help ensure this is not the result of a product deficiency, all stent delivery systems are subject to a 100% visual inspection for tip damage, including the point where the protective sheath is placed over the stent prior to packaging. Additionally, a sampling of units is destructively tested to verify tip pull force. As there was no damage noted during product inspection prior to use, it is likely the tip damage is related to the procedure. It is likely an interaction with the lesion/anatomy caused damage to the tip, and further interaction during removal could have contributed to the tip tearing outside of the patient anatomy. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for tip damage for this lot. There is no lot specific product quality deficiency. The reported failure to advance and tip detachment appear to be related to the operational context of the procedure.

Event description:
It was reported that the target lesion was in the mid to distal right coronary artery. The vessel diameter was 3.0 mm and the lesion length was 25 mm. The vessel was heavily tortuous, heavily calcified, concentric, de novo, with a 90% stenosis. After predilatation was performed, the 3.0 x 28 mm xience v was delivered, but would not cross. After withdrawal of the device, the soft tip of the stent delivery system was found to be torn. A new 2.5 x 28 mm xience v was deployed to complete the procedure. No patient effects were reported. No additional information was provided.